Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire suggested that he try the ddi calibration. He said he just did and was able to reran the verification, and now delta p is at 62. Issue resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator had problems regarding delta p which is low at 52. Furthermore, there was no patient associated with the reported event.